Event description:
Customer reports to have physical damage of insulin pump. Customer reports that battery cap and battery compartment is cracked. Customer used glue to repair, but was advised by healthcare professional to have insulin pump replaced. Customer is not sure of cause of physical damage. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.